Event description:
It was reported that this right ventricular (rv) lead connected to a non-boston scientific device exhibited high out of range shock impedance measurements, measuring greater than 125 ohms. Technical services was consulted and offered troubleshooting options in addition to recommending the health care professional (hcp) reach out to the device manufacture regarding programming options. The rv lead remains in service at this time. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead connected to a non-boston scientific device exhibited high out of range shock impedance measurements, measuring greater than 125 ohms. Technical services was consulted and offered troubleshooting options in addition to recommending the health care professional (hcp) reach out to the device manufacture regarding programming options. The rv lead remains in service at this time. No adverse patient effects were reported. Additional information was received that a defibrillation threshold (dft) test was successfully performed through the non-boston scientific device. The shock impedance measurement was still high out of range, greater than 125 ohms. The lead remains in-service at this time. No additional adverse patient effects were reported.